Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was displaying an "er4" message. Per the onetouch ultra owner's booklet, an error 4 message can be due to the following: "testing outside the operating temperature range, improperly applied sample and /or a test strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue occurred on (B)(6) 2012, at 4:00am. The reporter stated that the patient manages her diabetes with oral medications, metformin and glypizide (unknown dosages), diet and exercise and took her usual dose of medication in response to the reported issue. Immediately after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being "confused and unresponsive". Shortly after, ems was called in who tested the patient on their meter (unknown device) and obtained a reading of "47mg/dl". The patient then was administered with IV glucose. During troubleshooting, the cca determined that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment for an acute complication to diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 (5/17/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc issues, pin 1 was lifted high and other pins were dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.